Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. A review of the event history log revealed 'air in line' high alarm. Functional testing was unable to duplicate the reported problem; however, it was verified in the event log. It was determined that the root cause was an intermittent air in line. The air detector, dso and uso seals were all replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an air in line error. There was no patient involvement.